Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was informed that a leak occurred. During an ablation procedure, a faradrive steerable sheath was selected for use. It was informed that during procedure a leak has occurred. The device was replaced, and procedure was completed with no patient complications. The device is not expected to be returned since it was disposed.